Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the leads were removed and the patient was going to be moving forward with implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was undergoing a basic evaluation trial using an external neurostimulator (ens) for urge incontinence. It was reported that the patient experienced a burning when they would go. Two days later, they reported they still felt burning when they voided, and had such pain. They stated they still needed to ¿dig¿ themselves out just as frequent as prior to the procedure. It was noted they felt like an electrical current that went through their fingertips and held them from urinating. The patient decreased stimulation from 1.9 to 1.5, and stated it was comfortable. They also reported they did not like that they were unable to do an activity level they would like to with the therapy. It was noted the trial began (B)(6) 2020. No further complications were reported.